Manufacturer narrative:
Investigation summary: bd received 1 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub broken off from the collar with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for hub broken off from the collar with the incident lot was observed. Bd determined that the root cause of the indicated failure mode is that the parts were shifted upright in the box and the box loader robot arm crushed the units as it was placing more units into the box. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: on thursday june 17th an employee reported a defective needle. Right as she was about to draw the patient, she was removing the needle cap and the needle came detached from the hub. The patient saw this and was very concerned and asked if this has happened before in which the employee responded no. The tech grabbed another needle and completed the draw. An internal safety event was put it and we were hoping this was a one off situation.